Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test: it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering 60 cycle life test. The handle on the device was open to verified connections; we did not identify any non-conformities. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure when the vaso view hemopro was put into the leg it self activated. The device was pulled out of the leg and a replacement device was used to complete the procedure. The hospital did not report any pt effects.